Event description:
All implants failed and had to be removed. The implants were mobile and were penetrating the sinuses. The implants also caused failure of remaining teeth. Implants had caused bone loss. Patient was discouraged from suing her dentist as it may be a product issue. Dates of use: two years ago. Diagnosis or reason for use: partial edentulism. See add'l scanned page.